Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 08-apr-2026. Patient fully recovered; however, required extended hospitalization for overnight monitoring so they could keep a drain in. Normally, the physician lets them go home same day after 4 hours bed rest. It was reported that the patient had surgery (unknown details). The physician was skeptical that the procedure was the cause of the adverse event. He thought that once we got the patient on anticoagulants during the procedure, it had exacerbated a prior issue. To note, the patient had a bad fall a few days before the procedure. Procedural act was greater than 350. No error message was observed. Transseptal puncture was not performed. Performed 7 rf ablations. No ablations were performed within the pulmonary veins. Seven ablations were performed outside the pulmonary veins. No evidence of a steam pop. Flow setting was set to 40 w at default flow settings. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. Therefore, updated the following: checked b2. Is hospitalization initial/prolonged. Updated h6. Health effect - impact code from recognised device or procedural complication (f15) to hospitalization or prolonged hospitalization (f08) and surgical intervention (f19). In addition, provided a. Patient information. Therefore, processed the following fields. A2. Date of birth, a2. Patient age at the time of event, a2. Age unit, a3a. Sex, a3b. Gender, a5. Ethnicity, h6. Race, b7. Medical history/preexisting condition. Also provided the product information for the generator. Therefore, updated d10. Concomitant medical products and therapy dates section. The device evaluation was completed on (B)(6) 2026. It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. Extended hospitalization for overnight monitoring so they could keep a drain in. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a thermocool smarttouch sf catheter and suffered a cardiac tamponade which required a pericardiocentesis. The report indicated that during ablation the patient was noticed to have a tachycardia, the blood pressure dropped. A cardiac tamponade was discovered and confirmed by intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. The patient was observed for over an hour until it slowed down and stopped. The patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).